Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge pigtail tubing was torn off after the infusion set had been tugged on. Customer's blood glucose was approximately 150 mg/dl.